Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) called in because they had questions about their ECG on a bedside and a transmitter. He says that he sees more alarms on a transmitter than a bedside monitor. He says that he wants both type of devices to show the same alarms / alarm settings. He has concerns that the bedsides have less alarms, and that they are not as accurate as the transmitters. Biomed said that they had a run of vtach that did not trigger an alarm, and they see that a transmitter will have a run of vtach and it will alarm. He wants to find out about the settings on the bedsides and the transmitters. They have bsm-6000's and zm-530's. Nihon kohden clinical spoke to the customer and that there was not one specific patient. This was a general question about telemetry and bedside monitor patient's on a central nursing station (cns). According to the biomed the settings were different for the two cnss that he was looking at. This appears to be a settings issue. The issue regarding the vtach is an alarm threshold. Vtach most likely didn't meet the alarm threshold because the alarms are different from one central station to another. Therefore, when comparing if the vtach on one device with vtach on another they would not match up. Requesting logs to investigate. No patient harm was reported. Investigation conclusion: the overall risk score is a product of severity x probability. The overall risk score is medium. The device was not returned for physical evaluation and functional analysis. A serial number review revealed no previous complaints related to the reported issue. An nihon kohden clinical application specialist was able to provide the customer with settings for the device so that the same alarms would alarm. No further issues were reported. The cause of this issue was incorrect settings. No device malfunction suspected. Root cause for this issue is lack of user knowledge of device settings. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s): model: ni, sn: ni.

Event description:
The biomedical engineer (bme) called in because they had questions about their ECG on a bedside and a transmitter. He says that he sees more alarms on a transmitter than a bedside monitor. He says that he wants both type of devices to show the same alarms / alarm settings. He has concerns that the bedsides have less alarms, and that they are not as accurate as the transmitters. Biomed said that they had a run of vtach that did not trigger an alarm, and they see that a transmitter will have a run of vtach and it will alarm. He wants to find out about the settings on the bedsides and the transmitters. They have bsm-6000's and zm-530's. Nihon kohden clinical spoke to the customer and that there was not one specific patient. This was a general question about telemetry and bedside monitor patient's on a central nursing station (cns). According to the biomed the settings were different for the two cnss that he was looking at. This appears to be a settings issue. The issue regarding the vtach is an alarm threshold. Vtach most likely didn't meet the alarm threshold because the alarms are different from one central station to another. Therefore, when comparing if the vtach on one device with vtach on another they would not match up. Requesting logs to investigate. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) called in because they had questions about their ECG on a bedside and a transmitter. He says that he sees more alarms on a transmitter than a bedside monitor. He says that he wants both type of devices to show the same alarms / alarm settings. He has concerns that the bedsides have less alarms, and that they are not as accurate as the transmitters. Biomed said that they had a run of vtach that did not trigger an alarm, and they see that a transmitter will have a run of vtach and it will alarm. He wants to find out about the settings on the bedsides and the transmitters. They have bsm-6000's and zm-530's. Nihon kohden clinical spoke to the customer and that there was not one specific patient. This was a general question about telemetry and bedside monitor patient's on a central nursing station (cns). According to the biomed the settings were different for the two cnss that he was looking at. This appears to be a settings issue. The issue regarding the vtach is an alarm threshold. Vtach most likely didn't meet the alarm threshold because the alarms are different from one central station to another. Therefore, when comparing if the vtach on one device with vtach on another they would not match up. Requesting logs to investigate. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor(s) model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) called in because they had questions about their ECG on a bedside and a transmitter. He says that he sees more alarms on a transmitter than a bedside monitor. He says that he wants both type of devices to show the same alarms / alarm settings. He has concerns that the bedsides have less alarms, and that they are not as accurate as the transmitters. Biomed said that they had a run of vtach that did not trigger an alarm, and they see that a transmitter will have a run of vtach and it will alarm. He wants to find out about the settings on the bedsides and the transmitters. They have bsm-6000's and zm-530's. Nihon kohden clinical spoke to the customer and that there was not one specific patient. This was a general question about telemetry and bedside monitor patient's on a central nursing station (cns). According to the biomed the settings were different for the two cnss that he was looking at. This appears to be a settings issue. The issue regarding the vtach is an alarm threshold. Vtach most likely didn't meet the alarm threshold because the alarms are different from one central station to another. Therefore, when comparing if the vtach on one device with vtach on another they would not match up. Requesting logs to investigate. No patient harm was reported.